Event description:
It was reported that the subject balloon was not getting deflated even after multiple attempts during use. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.